Event description:
It was reported that during a biliary stone retrieval procedure, a portion of the tungsten on the guide wire dislodged inside the pt. A jag precursor 035/450 guide wire had been used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with unspecified devices. Following the ercp, the guide wire was used in a stone retrieval procedure with unspecified devices. Following the successful retrieval of "all" the stones, it was noticed that the tungsten on the guide wire appeared "peeled" and had lodged in an unspecified biliary location. An unspecified type of balloon catheter was used to retrieve the tungsten peeling. There were no pt complications reported with the pt's current condition listed as "good."